Event description:
Customer reported advantage system blood glucose results of 79 mg/dl, 84 mg/dl, and 84 mg/dl, each an hour apart. He reported feeling symptoms of hypoglycemia with each result, did not treat himself based upon any of the results. His wife called paramedics, who transported him to a hospital where his blood glucose was measured at 35 mg/dl. He was treated at the hospital with glucose. Strips not available for return, replacement system sent.